Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous distal left circumflex artery that is 90% stenosed. Ablation was performed and a 2.75x10mm balloon was used to pre-dilate the lesion several times. A 3.25x18mm xience skypoint was advanced to the lesion; however, resistance was felt with anatomy. When attempting to deploy the stent the stent balloon ruptured at 6 atmospheres. The stent remained stationary on the delivery system and was removed. A 2.75x10mm balloon performed additional dilatation and a 3.0x18mm xience skypoint was deployed. A 3.25x12mm nc trek neo was used for post dilatation to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified, moderately tortuous and 90% stenosed anatomy resulting in the reported difficult to advance. Interaction with the heavily calcified, moderately tortuous and 90% stenosed anatomy likely compromised the balloon material such that during inflation resulted in the reported material rupture and the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.